Event description:
It was reported that the neurostimulator was implanted after the expiration date. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).